Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 4th day, ongoing) and meropenem injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. A day after the event onset, the patient was hospitalized for the event. Pd therapy was ongoing. It was reported that the patient and caregiver were retrained on proper aseptic techniques. Nine days after event onset, the patient recovered from the events and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.